Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it is reported a patient operated with chrono's injection, experienced pain postoperatively with fever and signs of infection. The complaint involves an unknown chrono's. This is 1 of 1 report for com-(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown chrono's. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.